Event description:
It was reported, that the patient's atrial lead was found to be dislodged via x-ray. The lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a partial lead was returned in two pieces with the helix fully extended and clogged with blood/tissue. Final analysis found no anomalies with the exception of procedural damage.